Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded within the left cornu and left proximal fallopian tube is a silver-colored metallic malleable coiled wire consistent with an essure coil') in an adult female patient who had essure (batch no. 627827-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation ("second essure coil is not identified (within the right fallopian tube)"). The patient was treated with surgery (robotic-assisted totallaparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 20199. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: left side- 4-5 trailing coils, right side- unable to place essure the lot number reported (627827) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded within the left cornu and left proximal fallopian tube is a silver-colored metallic malleable coiled wire consistent with an essure coil') in an adult female patient who had essure (batch no. 627827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation ("second essure coil is not identified (within the right fallopian tube)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: left side- 4-5 trailing coils, right side- unable to place essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded within the left cornu and left proximal fallopian tube is a silver-colored metallic malleable coiled wire consistent with an essure coil') in an adult female patient who had essure (batch no. 627827-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation ("second essure coil is not identified within the right fallopian tube"). The patient was treated with surgery (robotic-assisted totallaparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: left side- 4-5 trailing coils, right side- unable to place essure . The lot number reported (627827) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.